Event description:
As stated by the customer (B)(6) 2012: the door didn't stay in position when opened. The gas strut was leaking oil and has been replaced.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjo hospital equipment (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.